Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a 8100 pump was showing a channel error. No patient involvement.

Event description:
It was reported that a 8100 pump was showing a channel error. No patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 08/05/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn 14448797 which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue of channel error could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. No product returned.